Event description:
The product was used during a lung resection procedure. Reportedly, the staples did not form properly. The surgeon performed a thoracotomy to complete the procedure and resected some add'l tissue. The hosp has reported the pt's condition is satisfactory.